Manufacturer narrative:
Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a defective charge-coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced image noise and image whiteout. The issue was found during maintenance. There were no reports of patient involvement.